Event description:
It was reported to philips that the charge led light for the device would not stay on due to a defective ac module. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.